Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in the development of suspected peritonitis. The break in aseptic technique was further specified as the patient's pet was present in the room while peritoneal dialysis therapy was being performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Patients are advised not to have animals in the room when performing therapy as contamination can occur. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of suspected peritonitis. The break in aseptic technique was further described as the patient¿s pet was present in the room when therapy was being performed. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the event and treated with vancomycin and cefotax intraperitoneally (doses, frequencies, and duration not reported). The patient was retrained on proper aseptic technique. The patient was eventually discharged from the hospital and treatment with cefotax was discontinued. The patient was reported to be recovering from the event. Action taken with peritoneal dialysis therapy was not reported. Additional information was not available.